Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room, one inappropriate shock for ventricular fibrillation (vf) due to external interference source was observed on the session records. The source was from electric foot massager. The patient was instructed not to use electric foot massager again. The patient was stable.